Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer experienced high blood glucose of 410 mg/dl. The customer was assisted with changing the reservoir and infusion set. The customer mentioned that they did see air bubbles in the reservoir. The customer resolved the issue with the air bubbles by delivering a five unit fixed prime until the air bubbles were gone. There seemed to be no bent cannulas or any malfunction to the pump that could have caused the high blood glucose. No further information was provided.